Event description:
It was reported that during pre-flushing of catheter following package opening, liquids leaked from the middle of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2320 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed. One 4 fr s/l clearvue groshong catheter with a stylet inserted and a loose warning tag was returned for evaluation. Included with the returned sample was one introducer IV needle in its packaging, one groshong two-piece connector, one proximal piece of a groshong two-piece connector with a silicone end cap attached, and one attachable suture wing. No obvious evidence of use was visible on the catheter during an initial gross visual observation. It was observed that the stylet was bent at the distal end of the flushing hub. A functional test of flushing the catheter with water and a 12 ml syringe revealed a leak between the 33 cm and 34 cm depth markers. A microscopic observation revealed a relatively large, longitudinal split between the 33 cm and 34 cm depth markers. The fracture surfaces of the split appeared flat with longitudinal striations. The complaint of a leaking catheter is confirmed, as the striations observed on the catheter suggest sharp instrument damage may have occurred at the fracture site leading to a longitudinal split. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that during pre-flushing of catheter following package opening, liquids leaked from the middle of the catheter.